Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented during follow-up. Episodes of non-sustained rv oversensing due to myopotential inhibition were observed. Programming changes were made. Further actions and dft will be discussed with the physician.